Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5087192) on 17-jun-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant medical products included aciclovir sodium (acyclovir abbott vial), alprazolam, fluoxetine, omeprazole and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia ("longer and heavier menstrual cycles"), 7 years after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), premenstrual dysphoric disorder ("pmdd"), fatigue ("fatigue"), feeling abnormal ("brain fog"), acne ("had bad acne"), arthralgia ("joint pain"), food intolerance ("food sensitivity"), memory impairment ("forgetfullness"), anxiety ("anxiety bad"), emotional disorder ("emotional") and abdominal pain lower ("a lot of cramping") and was found to have hormone level abnormal ("hormones out of whack"). The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, premenstrual dysphoric disorder, fatigue, feeling abnormal, acne, hormone level abnormal, arthralgia, food intolerance, memory impairment, anxiety, emotional disorder and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, acne, anxiety, arthralgia, emotional disorder, fatigue, feeling abnormal, food intolerance, hormone level abnormal, memory impairment, menorrhagia, pelvic pain and premenstrual dysphoric disorder with essure. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5087192) on 17-jun-2019. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included aciclovir sodium (acyclovir abbott vial), alprazolam, fluoxetine, omeprazole and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia ("longer and heavier menstrual cycles"), 7 years after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), premenstrual dysphoric disorder ("pmdd"), fatigue ("fatigue"), feeling abnormal ("brain fog"), acne ("had bad acne"), arthralgia ("joint pain"), food intolerance ("food sensitivity"), memory impairment ("forgetfulness"), anxiety ("anxiety bad"), emotional disorder ("emotional"), abdominal pain lower ("a lot of cramping") and flatulence ("gas") and was found to have hormone level abnormal ("hormones out of whack"). The patient was treated with docusate sodium (stool softener), magnesium hydroxide (milk of magnesia) and surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, premenstrual dysphoric disorder, fatigue, feeling abnormal, acne, hormone level abnormal, arthralgia, food intolerance, memory impairment, anxiety, emotional disorder, abdominal pain lower and flatulence outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, acne, anxiety, arthralgia, emotional disorder, fatigue, feeling abnormal, flatulence, food intolerance, hormone level abnormal, memory impairment, menorrhagia, pelvic pain and premenstrual dysphoric disorder with essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs received: new event gas was added. Treatment medications stool softener and milk of magnesia were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.